Event description:
It was reported that the patient underwent posterior vaginal repair on an unknown date and mesh was implanted. Following the procedure, the patient experienced asymptomatic exposure of the mesh, found on routine post-op follow-up exam. A small area of mesh was excised from the posterior vaginal wall. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.